Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler remain closed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform stapler 45 instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the sureform stapler 45 (pn 480545-04/lot # t91220214-0223) associated with this event was performed. Per logs, the instrument was last used on (B)(6)2022 on system sl0168. The instrument had 11 uses remaining after last use. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was reported that the sureform stapler failed to release from tissue. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive has received the sureform stapler 45 instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations could not replicate nor confirm the customer-reported complaint. The sureform stapler 45 instrument was placed and driven on the in-house system and passed engagement 3 out of 3 times with a cannula seal and an in-house drape installed. The instrument passed initializations and passed multiple passed recognition test. The instrument moved intuitively with a full range of motion in all directions and the jaws would open and close properly. The instrument clamped, fired, and unclamped successfully. Additionally, the instrument effectively discharged a sureform white 45 reload. Upon examining the log, it was determined that no issues had been detected. The instrument demonstrated successful engagement six times and effectively clamped, fired, and unclamped six times, matching the engagement time. Moreover, the instrument was found to have lodged staples. Upon inspection, the wrist cover was removed, and lodged staples were found in the area between the wrist and the tips. The instrument was found to have the wrist cover torn at the distal end. There is no material missing.